Event description:
It was reported that during an ladg procedure, the tissue pad became worn in about 20 minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.